Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. The patient's related medical records were requested but have not been received to date. If additional information is provided, a supplemental report will be filed.

Event description:
The patient reported that he stopped treatment during the first fill due to a fluid leak from the stay-safe. According to the patient's pd rn, the patient contracted peritonitis as a result of the leak, which was in the tubing. He was hospitalized from (B)(6) 2013 and is fine now. It was recommended he stop using the cycler due to his advanced age and limited capabilities and he is now doing manuals only. Sample was discarded.